Manufacturer narrative:
Date of event. Please note that this date is based off the approximate dates provided in the literature article; no specific event date was provided. Common device name and report source. Please note that this device was used in an off-label manner as it was implanted for treatment of epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Son, b.c., shon, y.m., choi, j.g., kim, j., ha, s., kim, s-h., lee, s. Clinical outcome of patients with deep brain stimulation of the centromedian thalamic nucleus for refractory epilepsy and location of the active contacts. Stereotactic and functional neurosurgery. 2016. 94(3):187-197. Doi: 10.1159/000446611 summary: to investigate the clinical outcome of patients treated with chronic deep brain stimulation (dbs) of the centromedian nucleus (cm) for refractory epilepsy and to determine the location of active contacts. Reported events: one (B)(6) female patient underwent bilateral anterior nucleus (ant) deep brain stimulation (dbs) for refractory epilepsy in 2005. The patient experienced a reduction in seizures of 10% at one year. However, approximately 8 years after implant, the patient underwent a revision to move both leads to the centromedian thalamic nucleus (cm) due to a lack of efficacy. There was no specific device information provided in the article regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.